Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages, as a result of the implantation of the prior designated pelvic mesh products. No further information has been provided.